Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 474 mg/dl with moderate ketones. The customer attempted to treat with a correction bolus via the pump and manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on the same day with issue resolved. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.